Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 6137710 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 6137710 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the customer noticed white foreign matter after blood was drawn when using the bd vacutainer® 9nc 0.109m plus blood collection tubes. No injury or medical intervention reported.